Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the audio bolus button is unresponsive. The patient reportedly wears the pump in a pocket and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged button issue remained unresolved.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no noted damage to the bolus button. The bolus button was tested and was confirmed to be responding appropriately to presses. The bolus button was removed and there was no evidence of contamination or damage to the button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.